Event description:
It was reported that the pt's generator was replaced prophylactically. Further info reveals that the pt had experienced an increase in seizures above pre-vns baseline levels beginning around (B)(6) 2010. The increase has possibly resolved since surgery per physician. The explanted generator was returned to the MFR and underwent analysis. Upon analysis, no anomalies were noted with the device.